Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the optometrist stated contributing cause is likely overnight dryness since the patient reported symptoms occurred upon wakening. There is no other obvious cause. Patient treated with bandage contact lens to allow healing of epithelium. Combination of topical steroid and antibiotic dosage was prescribed to use four time daily as per normal post-operation protocol. Preservative-free artificial tears were also advised. A corneal erosion was observed. At the last follow-up, the patient reported no discomfort and daily improvement in vision..

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist presented a patient with a large central abrasion and corneal edema in the left eye one day post lasik. Patient noted blurry vision, confirmed sharp eye pain, sensitivity to light and watery eye after a nap. The patient was given sodium chloride hypertonicity ophthalmic ointment to use at bedtime and sodium chloride hypertonicity ophthalmic solution to use three times daily. A bandage contact lens was placed. Additional information has been requested.